Event description:
It was reported that for treatment of cluster headaches resistant to pharmacological drugs, the pt was implanted with a deep brain implantable neurostimulator (ins) with a lead in the hypothalamus. In the beginning of 2009, the pt began experiencing various symptoms: diarrhea, flushing of the face and upper part of the thorax, sudden and persistent warm flashes of the face and upper part of the thorax, sudden an persistent warm flashes, dyspnea, face edema, tachycardia, widespread itching, insomnia, inhalation pneumonia, polyuria, steatorrhea. The pt underwent clinical checkups. Blood tests revealed an increase in the marker chromogranin a and an increased level of urinary 5-hydroxyindolacetic acid. The pt was diagnosed with a carcinoid syndrome with unk origin. The pt was prescribed a therapy of somatostatin (longastatina lar 30) once a month, after which the pt's chromogranin a level was back to normal and the symptoms were reduced. In (B)(6) 2010, the pt also developed diabetes mellitus, and experienced an increase in blood cholesterol and a 35kg weight gain. A blood chemistry test showed an increased level of 5-hydroxyindolacetic acid and of urinary cortisol. The pt's dyspnea was getting worse. It was indicated that the pt's oncologist and endocrinologist hypothesized that the symptoms and the increased urine test values might be due to the ins acting on the hypothalamus. The pt's neurologist, however, suspected no correlation between the ins and the oncological pathology. With respect to the pt's cluster headaches, the pt was doing well. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).